Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Prior to an implant attempt of the subject device, damage to the svc defibrillation electrode was identified. The physician specified that the damage was observed after opening the packaging and while wetting the lead body to allow better sliding of the suture sleeve. Another lead was subsequently implanted instead.